Event description:
A (B)(6) patient was secured to a backboard. When the crew began lifting the board they heard a crack when the board was about 6" from the floor. The crew immediately lowered the board to the floor. There was no injury to the patient or the crew.

Manufacturer narrative:
Maintenance and environmental factors can affect product material.